Event description:
It was reported that a malfunction alarm identified as malf 0 occurred on pump without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience recurrence of malfunction after reset, and was advised to continue using pump and call back if issue happened again, which customer understood.